Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the doctor heard an abnormal sound at the firing. Malformed staples were found. Another device was used to complete the case. There were no adverse consequences to the patient.